Event description:
Per the clinic, the patient required a skin revision in 2017 for skin overgrowth. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on jun 6, 2022.

Event description:
Per the clinic, the patient experienced an infection at abutment site on (B)(6) 2017 and was prescribed with topical antibiotics for a duration of 7 days. Subsequently, on (B)(6) 2017 the patient was again prescribed with topical antibiotics (specific duration not reported) and oral antibiotics for a duration of 10 days.